Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump displayed error code 1087495. No patient injury or complications were reported in relation to this event.